Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove an o-ring from the pneumatic tap and clean the area, after which the cartridge was successfully reloaded, allowing the caller to resume insulin therapy.